Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's programmer reflected a low battery warning. Troubleshooting was able to resolve the issue. However, the issue reoccurred. Follow-up information revealed the patient's ipg appeared to be at premature end of life (eol). Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective therapy postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.